Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/05/2015 as follows: no cracks were found in the pump case but scratches and peeling to the pump case was observed along with a dim, pink display. There was no damage or peeling to the keypad observed, however, the contrast key was found to be unresponsive. The ok, up, and down keys were responsive to testing. The keypad was removed for further investigation and contamination was found under all the key contacts. The battery cap was found to be missing; a test cap was used for all steps and was able to be fully tightened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a dim, pink display, an unresponsive contrast button, a missing battery cap, and contamination under all the key contacts. This report is made based on results of investigation completed on 02/20/2015.